Manufacturer narrative:
Correction for d9 field.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
New information received notes that the lead was replaced, and the patient status was noted has having suffered no consequences.

Event description:
It was reported that during an implant procedure the helix of the lead would automatically retract and could not be fixated. The lead was replaced during the procedure. The patient's status was unknown.